Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the tube broke and leaked, the fluid began to leak from the anterior 5cm of the decompression sleeve, the patient's blood vessels were painful, the tube belonged to the same month of placement, the placement process was good, the customer suspected that there were problems with the quality of the catheter, and the incident occurred in the department in two cases, both by reopening the package to open the new extension tube and decompression sleeve, by cutting the catheter leakage and then installing the extension tube to solve the problem. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.